Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during a standard medial row rotator cuff repair, two(2) anchors failed in the same way. After twisting the q-fix all suture anchor mechanism to deploy, the black and white cobraid and the blue and white cobraid did not appear to be attached to the anchor, and easily came out in their entirety with the drill guide and inserter. The sutures appeared to have broken within the anchor. The sutures were not stuck in the cleat when the inserter was removed. The blue and white cobraid was still intact inside the anchor and could be used as part of the repair; therefore, the anchor was left with one intact strand of suture, functioning now as a single-loaded anchor. The procedure was completed using an s+n backup device in an additional bone hole. There was a delay of less than 5 minutes. Appropriate cuff repair was achieved. The patient is expected to have a normal postoperative course. The patient is expected to have a normal postoperative course. No further complications were reported.

Event description:
It was reported that during a standard medial row rotator cuff repair, two(2) anchors failed in the same way. After twisting the q-fix all suture anchor mechanism to deploy, the black and white cobraid and the blue and white cobraid did not appear to be attached to the anchor, and easily came out in their entirety with the drill guide and inserter. The sutures appeared to have broken within the anchor. The sutures were not stuck in the cleat when the inserter was removed. The blue and white cobraid was still intact inside the anchor and could be used as part of the repair; therefore, the anchors were left with one intact strand of suture, functioning now as single-loaded anchors. There was a delay of less than 5 minutes. Appropriate cuff repair was achieved. The patient is expected to have a normal postoperative course. No further complications were reported.

Manufacturer narrative:
H11 h3, h6 the reported devices were received for evaluation. A visual inspection revealed device one was not returned in original packaging. The anchor was not returned. The blue and white suture was not returned. The black and white suture was returned cut into two pieces at its mid-point. The insertion device had no visible defect. Device two was received at a later date. The insertion device and one fractured black/white suture were returned together in a single bio bag without any original packaging. No anchor was returned. The tube ferrule has been pushed back into the handle body allowing the insertion tube to move around freely. The cleat is fully extended. Bio debris was present. A functional evaluation of device two revealed the ratchet driver is locked. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the sutures specifications found that the suture diameter and knot pull suture strength are specified and a certificate of analysis is required with each shipment. A clinical review states the operative report was not provided for review. Based solely on the results of the product evaluation the root cause of the reported issue was the result of a user technique vs procedural variance. The device IFU does caution to not use excessive force. The q-fix all suture anchor is implantable, so biocompatibility is not an issue. The patient impact is determined to be the retained implantable anchor. Local irritation/discomfort should not be ruled out, and migration is unlikely. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force, or suture contact with sharp objects . Based on this investigation, the need for corrective action is not indicated.